Event description:
The clinician had their left index finger and thumb on the catheter hub. The clinician did not have their finger on the pushtab but had their right hand fingers on the gripper pads only. The clinician attempted to retract the needle into the needleguard. The catheter hub came off of the nose guard and the clinician stuck herself in the left index finger. The clinician cleansed the puncture wound and had titres drawn in employee health as per hosp protocol. The sample was discarded and a lot number is not available. The sales rep re-inserviced the clinician on the proper technique.